Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot number c1664167 of echo-hd-3-20-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 04 march 2020. The needle was found to be broken proximally below the sheath extender. Document review including IFU review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1664167 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1664167. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a combination of tortuous position and the device being used in a flexed or twisted position during the procedure as indicated in the additional information. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to make a puncture of a tumor in the pancreas isthmus. This puncture is not easy and the first pass with de 20 g procore needle goes well but the doctor thinks she's too tangential to the tumour and make a 2nd pass. She is well placed and she pricks with the needle right in the middle of the tumor but specifies that the endoscope is a little bit more bended than the 1st pass. The needle is in the tumor and she starts going back and forth with the needle but the doctor doesn't feel resistance as usual when she enter into the tumor. It's very smooth and unusual feelings. She pulll back the needle in it sheath and withdraws the needle form the endoscope . When the nurse tried to put the stylet back into the needle in order to collect the sampling, she noticed that the needle was not in the sheath of the needle. The doctor decided to remove the endoscope with the needle hoping the needle will come out of the tumor. The procedure succeed and they collect the sampling and used a new needle thinner ( acquire 22 g) and make a 3rd pass. The result of samples is: adk of the pancreas revealed by the first pass of the needle only with procore 20 g. The doctor was very scared and decided to make a statement. She recognizes that the puncture was complicated and that the position of the endoscope was bended, hence the difficulty of the gesture.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to make a puncture of a tumor in the pancreas isthmus. This puncture is not easy and the first pass with de 20 g procore needle goes well but the doctor thinks she's too tangential to the tumour and make a 2nd pass. She is well placed and she pricks with the needle right in the middle of the tumor but specifies that the endoscope is a little bit more bended than the 1st pass. The needle is in the tumor and she starts going back and forth with the needle but the doctor doesn't feel resistance as usual when she enter into the tumor. It's very smooth and unusual feelings. She pull back the needle in it sheath and withdraws the needle form the endoscope . When the nurse tried to put the stylet back into the needle in order to collect the sampling, she noticed that the needle was not in the sheath of the needle. The doctor decided to remove the endoscope with the needle hoping the needle will come out of the tumor. The procedure succeed and they collect the sampling and used a new needle thinner ( acquire 22 g) and make a 3rd pass. The result of samples is: adk of the pancreas revealed by the first pass of the needle only with procore 20 g. The doctor was very scared and decided to make a statement. She recognizes that the puncture was complicated and that the position of the endoscope was bended, hence the difficulty of the gesture.